Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal body chipped. Based on the result, we concluded that it was caused due to the excessive force applied on the distal body. In addition, our technician confirmed that the light guide cable coating damage, the lcb (light carrying bundle) broken, the objective lens dirty, the root brace rubber (insertion flexible tube) discolored, the remote control buttons discolored, the root brace rubber (lg connector) discolored, and the insertion flexible tube spiral closer condition; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal case missing.